Event description:
It was reported to baxter (B)(4) that an infusor lv1.5 was leaking before use. The device was filled with 240 milliliters of 25.83 milligrams/milliliter timentin in 0.9% nacl when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an "error 5" message. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 5:40 pm on (B)(6) 2010. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages his diabetes with an insulin pump. Based on the documentation, it is unclear if the patient continued with his usual diabetes management routine or if he skipped an insulin dose due the alleged issue. On an unspecified time after the alleged meter issue began, the patient claimed that his "blood sugar dropped very low." It is not known what symptoms, if any, the patient developed as a result of the alleged meter issue. At 6:07 pm, the patient reportedly tested his blood sugar on another meter and obtained a result of "64 mg/dl." The patient claimed that he administered self-treatment with a glucose tablet/gel. During the troubleshooting session, the cca documented that the test strip completely drew in the patient's blood sample. The alleged issue could not be resolved with a retest. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims that he was unable to obtain a blood glucose result on the subject meter due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe and cre wireguided balloon were used during a dilatation procedure (event date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was being inflated inside the patient with saline/gastrografin when it was noted that the pressure gauge of the syringe did not move. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 lifted high. The retain test strips were tested and they passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.